Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with unspecified smooth saline breast implants experienced right sided capsular contracture baker grade IV and left sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020. This report is for the right sided device. See 1645337-2020-00774 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 2/21/2020, it was clarified that the devices received were 300cc unspecified gel breast implants. Lot: unknown catalog: unknown. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during visual inspection of the device, an area of siltex cracking was observed in the posterior view. Additionally, a tear was noted within area of siltex cracking, measuring approximately 1.0 cm, causing a rupture. It is possible that the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device received was an unspecified 300cc saline breast implant. Lot# is unknown. Manufacturer¿s reference number:(B)(4).